Manufacturer narrative:
To address the product issue, the following corrective actions were taken: 1. A defect ticket has been initiated to implement a software correction for navify poc operations to ensure proper categorization of linear range alarms. 2. The issue has been confirmed. 3. A new software version is scheduled to be released in april 2026, which incorporates the fix for this defect. This ensures linear range alarms are processed and categorized accurately in future software versions.

Event description:
We received an allegation of an issue with the navify poc operations software version 3.0.0 for 1 patient sample. On (B)(6) 2025, a leukocyte result flagged as "hh" was recorded and transferred from the navify poc to the laboratory information system (lis) with automatic acceptance without triggering the expected alert.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation identified a discrepancy in the alarm's description; the flag in the device indicates a value is outside the "linear" range according to the host interface manual of the device. This misleading description has been identified as a product issue, as the linear flags are incorrectly categorized as critical range alarms in navify poc operations. No patient has been harmed due to this situation and it is important to note that navify poc operations is not intended to be used for patient diagnosis or treatment decisions. Such decisions should be made on the basis of the results displayed on the poc instrument, as indicated in the user assistance of the product.